Event description:
The customer reported the system reset itself and the x-ray lamp was illuminated without production of fluoroscopic x-ray. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board was replaced. The system was then found to be operating as intended.